Event description:
It was reported that during a routine device check, post-paced t wave oversensing on the ventricular channel was observed via stored egm. Patient was asymptomatic. Programming changes were made.